Event description:
Caller states the patient tested 4.5 inr on the coaguchek s system and 3.4 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system and a replacement was sent.

Manufacturer narrative:
Caller was unsure which coaguchek meter produced the result.